Event description:
N/a

Manufacturer narrative:
All available information was investigated, and the reported loss of fluid column was not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and returned device analysis, the cause of the reported loss of fluid column was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation for a mitraclip procedure. During preparation of the device, there was a loss of fluid column of the steerable guide catheter (sgc). A new sgc was selected and a mitraclip was implanted successfully. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.